Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the distal tip was broken. Broken fragment was returned and stuck in the mating device hole. No other issues were identified. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. In addition, the etched product code and lot number information cannot be read due to this area being worn out. Properly handling and attention to the approved use of the device diminishes the risk of failure. Per the frn-advanced femoral recon nailing system (frna) surgical technique se_824700 rev. Ae the following relevant statement was found at page 21: to use a hammer, screw the driving cap into the insertion handle and tighten with the ratchet wrench. While applying light blows, monitor the tip of the nail using image intensification. Verify that there is no evidence of impingement distally. Remove the driving cap once the nail has been seated. Notes: using light blows, the hammer can also be used with the driving cap to back slap the nail if the nail has been slightly over inserted. Alternatively, the hammer guide can be attached to the driving cap to facilitate the use of the hammer. Confirm that the driving cap is tightly connected to the insertion handle, as hammering may loosen the connection. Precautions: do not strike the insertion handle directly. A dimensional inspection was not performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the driving cap/threaded would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part: 03.010.523 lot: 26p7594 manufacturing site: bettlach release to warehouse date: 27 february 2020 expiry date: 28 february 2040 a manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the instruments in case were broken. There was no surgery delayed due to the reported event. The procedure was successfully completed. There was no patient status/ outcome / consequences.